Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed as all samples met specifications. Conclusion: no difficulties were encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results-hemoglobin) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested were acceptable in terms of both precision and accuracy. Laboratory analysis of retain and control samples demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is unconfirmed for erroneous results-hemoglobin. Based on a review of the device history records for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had erroneous results on 3 samples. There was no report of patient impact and all samples were recollected.

Manufacturer narrative:
Lot number was not reported; however, 3 potential lot numbers were provided: d4. Medical device lot #: 3318814. D4. Medical device expiration date: 31-mar-2025. H4. Device manufacture date: 14-nov-2023. D4. Medical device lot #: 4045163. D4. Medical device expiration date: 30-jun-2025. H4. Device manufacture date: 14-feb-2024. D4. Medical device lot #: 4073994. D4. Medical device expiration date: 31-mar-2025. H4. Device manufacture date: 14-nov-2023. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers g5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes had erroneous results on 3 samples. There was no report of patient impact and all samples were recollected.